Event description:
Boston scientific received information that during a follow up visit, this pacemaker revealed end of life (eol) status was reached approximately seven months earlier. There was concern that the battery had depleted more rapidly than expected as during the previous visit one year ago, projected longevity was two years remaining. A replacement procedure will be performed. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this device remains implanted. When additional information becomes available, this event will be updated.

Event description:
Subsequently, this device was removed and replaced.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.72 volts. Analysis also verified that this device declared elective replacement time (ert) two months after two years remaining longevity had been noted. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Battery voltage was noted to be lower than expected. Detailed analysis of the device hybrid was undertaken. Analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. High power visual inspection of the hybrid assembly noted no irregularities. Analysis concluded the device displayed early depletion, however the cause could not be determined

Manufacturer narrative:
(B)(4). Upon reciept to the post market quality assurance laboratory, analysis will be performed and this event will be updated.